Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and visual inspection found no damage on the grips. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clipping test without issues.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument was not clipping. Although the procedure outcome is unknown, there is currently no information provided to suggest that the device issue rendered the system unavailable/non-functional or that the issue resulted with the case being aborted/converted. Additionally, there was no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.